Event description:
It was reported that the implantable cardioverter defibrillator exhibited incorrect interpretation of signal. It was noted that the atp was alleged for an svt event and that the patient was doing strenuous activity at the time of the event. Further information was requested however, was not provided.